Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received. It was reported the patient's additional medical history included prematurity, quadriplegic cerebral palsy with severe spasticity (indications for intrathecal baclofen use) and multiple medical comorbidities. The patient had a "recent history" of multiple infections. The patient began initial treatment with baclofen 2,000 mcg/ml on (B)(6) 2017.

Manufacturer narrative:
Product analysis #702452964: analysis information -- 2018-04-20, 11:17:48, cst pli# (B)(4). Product ID#: neu_ascenda_cath. Concomitant medical products: product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2017, product type: pump. Analysis of the catheter (unknown sn) damage to the transition tube of the catheter body. The catheter was returned in segments. The catheter segment was found to be patent and no leaks were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned on 2018-mar-28 because it was removed for cremation. No allegations were made against the device. On (B)(6) 2018, the hcp reported the death was not thought to be related to the device or therapy. The hcp reported the patient was medically complex and very ill with a limited prognosis. The hcp stated, "to the best of my knowledge, death was related to her medical comorbidities and was not directly related to medtronic device/therapy. The pump was used to deliver baclofen (2,000 mcg/ml, and 150.9 mcg/day) intractable spasticity.